Event description:
A driver rx coronary stent delivery system length 18mm, diameter 3.0mm was used to treat a lesion in a patient's proximal lad. Another driver rx coronary stent delivery system length 12mm, diameter 3.0mm was also deployed in the same vessel (MFR report# 2953200-2009-01141). No issues were reported during index procedure. The patient was admitted to hospital emergently three days post procedure. An export aspiration catheter and balloons were used to treat a thrombus in the stent. Patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Secondary intervention (export catheter and balloons used) - eval codes, results: (stent thrombosis).